Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a white liquid oozing symptom noted. It was mentioned that the permanent implant procedure was aborted by the physician due to the risk of infection.

Manufacturer narrative:
Sc-1132/204642 device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had a white liquid oozing symptom noted. It was mentioned that the permanent implant procedure was aborted by the physician due to the risk of infection.